Manufacturer narrative:
B5: information added. H6 patient code updated from thrombosis/thrombus to air embolism. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Transseptal puncture (tsp) was performed. 6000 units of heparin was given. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on laa anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and tee, with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. The previous activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged. It was further reported that it was determined on postoperative CT that the substance identified previously, was most likely air. On CT performed the following morning, the substance was no longer present, and no air embolism was observed. As a result, there was no impact on the patient.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Transseptal puncture (tsp) was performed. 6000 units of heparin was given. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on laa anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and tee, with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. The previous activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Transseptal puncture (tsp) was performed. 6000 units of heparin was given. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on laa anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and tee, with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. The previous activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged. It was further reported that it was determined on postoperative CT that the substance identified previously, was most likely air. On CT performed the following morning, the substance was no longer present, and no air embolism was observed. As a result, there was no impact on the patient. It was further reported that general anesthesia was used intraprocedure. Versacross fixed was used for tsp. The first activated clotting time (act) was taken 15 minutes after administering the 6,000 units of heparin and the result was 272 mms.

Manufacturer narrative:
B5: information added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Transseptal puncture (tsp) was performed. 6000 units of heparin was given. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on laa anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and tee, with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. The previous activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged. It was further reported that it was determined on postoperative CT that the substance identified previously, was most likely air. On CT performed the following morning, the substance was no longer present, and no air embolism was observed. As a result, there was no impact on the patient. It was further reported that general anesthesia was used intraprocedure. Versacross fixed was used for tsp. The first activated clotting time (act) was taken 15 minutes after administering the 6,000 units of heparin and the result was 272 mms.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037339698. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (imaging and medication required). Risk review: a risk review was completed and confirmed that device not meeting position, anchor, size and seal (pass) criteria, and air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.